Manufacturer narrative:
The evaluation of the customer issue included a review of the instrument service history, which revealed zero (0) additional service tickets associated with discrepant/erratic results. It included a review of labeling, which was found to be adequate with regard to troubleshooting and sample preparation/integrity to address the reported issue. The most recent product monitoring review found no trend for the issue associated with this ticket. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium results on architect c16000 for one patient. The customer provided that on (B)(6) 2020, sid (B)(6): initial = 9.3 mg/dl; same sample on a different architect c16000: repeat = 2.0 mg/dl. Customers normal range: 1.8 to 2.4 mg/dl. No impact to patient management was reported.